Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was having signs of infection at the sensor insertion site. Customer inserts sensor in the arm and had a rash under the tape area. Customer stated that the skin is bubbly, swollen and itchy. Blood glucose value is unknown. The customer was advised to remove the sensor and contact the doctor. Customer stated she would continue using the sensor. Customer stated she has sensitive skin. Customer was following the proper insertion recommendations. Customer was advised a tape kit would be sent and the sensors would be replaced but not returned.